Event description:
Per hospital staff, companion 2 driver 10194a delivered for new implant and despite being placed in caddy and plugged into wall power for two subsequent days, the internal backup battery would not charge. C2 driver was not able to be used for implant and replacement c2 required. Device not yet in patient use at time of complaint.